Event description:
Customer reported via phone call that they had experienced high blood glucose levels. Blood glucose level went up to 448 mg/dl due to insulin flow block alarm. The fill cannula was performed and insulin exited. The current blood glucose level was 385 mg/dl. Customer had been using insulin pump within 48 hours of reported. The auto mode feature was not active at the time of incident. Customer reported low battery alarm or short battery life. Insulin pump alarmed replace battery now. The trouble shooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.